Manufacturer narrative:
Ortho performed batch review, complaint review by lot and master lot. All results were satisfactory. Retain had expired prior to customer report. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted ortho care to report discrepant results for patient rh testing between the mts abd/rev gel cards and the mts monoclonal anti-d gel cards. Customer reports their neighboring facility tested the patient on (B)(6) 2016 initially on a competitors platform using solid phase and a negative result was obtained. This customer then went on and tested the patient using the mts monoclonal anti-d gel cards lot# 061815041-01 on the provue and obtained a negative results. Patient was resulted as rh negative. On (B)(6) 2016, using provue analyzer, the reporting customer obtained 2+ in anti-d well using a lot of abd/rev gel card lots. Control well confirmed to be negative. However, patient history showed that patient was tested for rh type on (B)(6) 2016 at the affiliated regional laboratory, run on provue analyzer, and result was negative. No traditional tube testing performed on either patient sample. Ortho care confirmed that the patient was administered an antepartum dose of an rh immunoglobulin based on the negative result obtained on (B)(6) 2016. There were no reports of any adverse events as a result of the administration of the rh immunoglobulin to the patient in question. Issue started on: (B)(6) 2016, frequency: x1. Microtubes/wells or cell (donor #) affected: anti-d well, methodology used: provue analyzer. Pattern observed: stronger reactions in the anti-d in the abd/rev gel card compared to the anti-d monoclonal cards. Reaction grade obtained: 2+ using abd/rev gel card, customer was expecting: negative. Test repeated: yes. Result obtained by repeating: 2+ using abd/rev gel card. Method used to repeat: provue and manual gel using the mts abd/rev gel cards consistently produced a 2+ reaction. Sample tested on (B)(6) 2016 no longer available. Customer repeated testing after obtaining discrepant results, obtained correct patient rh positive type. No reports of any discrepancies in the qc testing from the other account and the reporting customer. Ortho care confirmed that a negative result was obtained in the anti-d micro well to the monoclonal anti-d gel card by the other facility and not a weak reaction interpreted as negative.